Event description:
Pt complained of muscle aches, joint pain in arms and knees, breast hardness, painful breasts, itching, redness and swelling of skin, enlarged glands, swelling of joints, hands and feet, fatigue, hair loss and sinus infection. Event date: 10/28/86.